Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: it was reported a battery malfunction as the battery would only last 1.5 hours. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing; the battery capacity was analyzed and determined to be within specification. Log file analysis revealed that the battery discharged as expected when in use. However, analysis of the data log files revealed instances of premature power switching events due to communication errors involving (B)(4). This was most likely perceived by the patient as the reported battery that would rapidly discharge. The most likely root cause of the power switching events can be attributed to communication errors between the controller and battery. An internal investigation investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a battery malfunction, it lasted one and half hour until battery is completely depleted. There was no effect on the patient. The battery was exchanged. No patient complications have been reported as a result of this event.